Event description:
It was reported that during a primary remicade infusion to complete, the rn noted that after the completion of the infusion the device failed to alarm. The rn then inspected the IV line, it was noted that there was air in line that traveled though the ail sensor and was approximately 12 in or more past the bottom of the chamber without the device alarming for air in line. The customer stated that it was unknown what products are used to clean the ail sensor. It was later reported that the air never reached the patient, the infusion was immediately was stopped and the device removed. The customer confirmed that there was no harm to the patient.

Manufacturer narrative:
Device history review: a review of the device history record showed the device had a manufacture date of 10/28/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The probable cause of the customers complaint of the device failing to alarm for air-in-line is suspected to be due to the air boluses being too small to trigger an alarm at the customer¿s 250l setting. The source administration set was not returned for investigation. The device was alarming within specifications for air in line. The customer¿s reported issue of device failing to alarm at the end of a primary infusion was not reproduced during this investigation. The source administration set was not returned for this investigation. Review of the logs observed the pump module was last in use on (B)(6) 2021 at 1:41 pm with the air in line bolus limit set at 250 and the accumulated air enabled. An infusion of infliximab (drug ID 199) was programmed on the source pump module on (B)(6) 2021 at 1:41 pm. The infusion was observed to complete 3 times and each time, vtbi of 62.5ml was added and the infusion was restarted. At 3:37 pm, the pump module was channeled off. Pvi at the time was 241.2ml the air in line threshold test method was performed on the pump module and no anomalies were observed with the air detection system. The device was alarming within specifications. According to dir ((B)(4)), software v12 allows the pump module air-in-line settings to be adjusted for single bolus with the following parameters: 50l, 75l, 175l or 250l (anesthesia mode only: 500l). The device was being used for treatment purposes.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Ankylosing spondylitis: although requested patient demographics, customer did not provide age/date of birth, ethnicity, race.

Event description:
It was reported that during a primary remicade infusion to complete, the rn noted that after the completion of the infusion the device failed to alarm. The rn then inspected the IV line, it was noted that there was air in line that traveled though the ail sensor and was approximately 12 in or more past the bottom of the chamber without the device alarming for air in line. The customer stated that it was unknown what products are used to clean the ail sensor. It was later reported that the air never reached the patient, the infusion was immediately was stopped and the device removed. The customer confirmed that there was no harm to the patient.